Event description:
It was reported that the patient experienced hyperglycemia while using the ilet after briefly disconnecting for a shower, with a reported blood glucose of 246 mg/dl that was decreasing over time after reconnection, and the agent believed the elevation was related to initial algorithm adaptation as it was the user's first day on the ilet. Symptoms included elevated blood glucose without alarms. Outcomes included no reported medical intervention, hospitalization, or long-term impairment. Investigation included a review of device use and troubleshooting education provided to the patient. Investigation of this case revealed no device alerts and no confirmed device malfunction, with the event likely related to temporary disconnection and early-use learning. It was concluded that the event was user- and therapy-related with the cause of hyperglycemia not fully determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.